Manufacturer narrative:
Upon receipt of additional information, it was determined this event should not have been reported under this MDR number cause is a duplicate. This report should be voided and reportability will be continue under 9613350-2015-00312.

Event description:
Upon receipt of additional information, it was determined this event should not have been reported under this MDR number as is a duplicate. This report should be voided and reportability will be continue under 9613350-2015-00312.

Manufacturer narrative:
(B)(4). D10. 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head, item# 47248403250, lot# 62760303. Znnâ¿¢, cmn lag screw, ã¸ 10.5 mm, 85 mm, including set screw, item# 47248508510, lot# 2721187. G2. Report source: belgium. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had an initial intramedullary screw fixation of the right growth plate. After this, suffers a fall during gymnastics class resulting in a femur fracture. Subsequently was revised with a short nail, which is the first known zb implant. Approximately 4 months later, patient was revised again to change to a long nail due to implant fracture. Postoperatively was infused for acute anemia. Due diligence is in process and to date no additional information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Based on the provided medical records, it was determined that zimmer biomet products were used together with products from another manufacturer. According to instruction for use of the nail system valid at the time of manufacture, ¿nails and nail accessories must only be combined with components belonging to the same system¿. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records were provided and reviewed by a health care professional. An x-ray examination revealed epiphysiolysis of the left hip, leading to the initial surgical intervention, during which a product from a competitor manufacturer was implanted. Following a subsequent fall, the patient sustained a subtrochanteric fracture, necessitating a first revision surgery. During this procedure, a combination of zimmer biomet products and component from a competitor manufacturer (cannulated screw from smith & nephew) were implanted. Follow-up radiographs show marked diastasis in the subpertrochanteric fracture and no bony bridging or consolidation, while a later one taken shows moderate callus formation. Subsequently, the patient underwent a second revision surgery due to a fracture of the nail. Postoperatively, the patient required infusion therapy to address acute anemia. The provided documentation indicate that the patient has pre-existing comorbidities, including epiphysiolysis, deformation of the left hip head, a left knee in valgus and scoliosis. It was determined that zimmer biomet products were used together with products from another manufacturer. Zimmer biomet has not approved this combination of devices, and it is unknown if this off-label use caused or contributed to the reported event. Additionally, the instructions for use specify that excessive bow or deformity of the bone shaft and skeletal immaturity are contraindications for the implantation of the product. Furthermore, the applicable IFU advised not to use this product for other than labeled indications. Follow-up radiographs taken after first revision surgery, points to a possible non-complete healing of the femur after the first revision surgery. The applicable IFU lists non-union, malunion, delayed or incomplete union as adverse effect. It also states that the implant is not as strong, reliable, or durable as natural, healthy bone, and will fail under normal weight bearing or load bearing in the absence of complete bone healing. If and to what extent any of these aspects may have influenced the fracture of the nail remains unknown. In conclusion, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.